Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The high grade stenosed target lesion being treated was located in the moderately tortuous and fibrous calcified arterial venous anastomosis. The 8.0x150x75cm mustang balloon catheter was selected to dilate the lesion. During first inflation at 12 atmospheres, the balloon ruptured circumferentially. A portion of the balloon was snared from the patient. The physician was able to remove the whole system from the patient's body. The procedure was completed using multiple balloon catheters including a mustang balloon catheter. No further patient complications were reported and the patient's status was fine.